Manufacturer narrative:
Complaint investigation underway.

Event description:
It was reported during a transcarotid artery revascularization (tcar) procedure, on arterial sheath insertion, 0.035'' j- wire retracted and caused a dissection on entry. Additionally, while inserting the 0.014'' enroute guidewire, there was a questionable dissection/perforation allowing for extravasation during contrast injection in the left cca. The dissection in the lcca was covered with an unplanned additional third-party stent (gore viabahn). The procedure was completed successfully, and patient was discharged at 24 hours per routine.

Manufacturer narrative:
Complaint investigation underway.

Event description:
It was reported during a transcarotid artery revascularization (tcar) procedure, on arterial sheath insertion, 0.035'' j- wire retracted and caused a dissection on entry. Additionally, while inserting the 0.014'' enroute guidewire, there was a questionable dissection/perforation allowing for extravasation during contrast injection in the left cca. The dissection in the lcca was covered with an unplanned additional third-party stent (gore viabahn). The procedure was completed successfully, and patient was discharged at 24 hours per routine.